Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the healthcare provider (hcp) stated that they did a refill on (B)(6) 2021 of the patient's pump and the estimated reservoir volume (erv) was 1 ml and the actual reservoir volume (arv) was 32 ml. The fluid that was removed was clear. Of note, the patient had no changes to the therapy. It was mentioned that there was a motor stall and recovery that was related to an MRI.